Event description:
Smartmonitor 2 was being used during the transport of an infant with central apnea. Device turned off without notice. The device was fully charged at the time of the failure. The device then turned back on without any action by the user. Child had an apnea event while the device was non-functional. Looked up the serial number and found that it was in the group of monitors recalled by respironics. Took the monitor back to (B)(6) healthcare. Respironics and (B)(6) claim that the device had been returned to respironics after the recall and was "repaired". After the "repair", the recalled device was returned to service through (B)(6) healthcare. (B)(6) claims that they are going to have respironics repair the device again. Dates of use: (B)(6) 2010. Diagnosis or reason for use: infant apnea - central-.